Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he has been experiencing low blood glucose for a month. Customer stated that lows occur during 5 and 9 am and it seemed like the basal rates were not set up properly. He changed the basal rates on his own and has not spoken to the doctor about it. Blood glucose value was usually around 50 and 70 mg/dl; last event it was at 38 mg/dl. Current reading is 120 mg/dl. During troubleshoot; the customer stated the drive support cap appears normal. Most recent set change was on (B)(6) 2015 and customer was disconnected. It was found that the time and the date were incorrect; time was set up as pm instead of am and date was behind to (B)(6). Customer was advised to follow up with doctor regarding changing the settings.